Event description:
The tip of the catheter broke off during a crossover maneuver, and had to be retrieved using a rescue sling (snare). No pateint injury or harm of the user of the device or other staff were reported.

Manufacturer narrative:
The suspect device is expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.